Manufacturer narrative:
Corrections - b4: date of this report, b5: updated the product was not returned for evaluation, d2: common device name, d3: manufacturer address and email address, d5, d9: device not available for evaluation, g1: contact office and manufacturer site, g3, g6: report type additional information - h4: device manufacture date, h6: impact code, method, results, and conclusions, h10: additional narrative, h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient experienced intense pain with the bhs device. The patient stated she felt throbbing across thumb and all fingers before the knuckle after 5 minutes of wearing the device. The patient states the pain level at a 10 out of 10, she wore device 10 hrs. The patient only contacted the sales representative and not the doctor. The sales representative advised the patent to stop using the device. The sales representative will contact the doctor and is considering switching from a bhs to an orthopak. No additional information has been provided at this time. The bhs was not returned for evaluation.

Manufacturer narrative:
Corrections: d2a: device common name, d4: model number, g4: PMA/510(k)#, h5: labeled for single use, h6: evaluation codes. Additional information: b4: date of this report, g3: date received by manufacturer. UDI related data quality updates only - a supplemental report is being submitted to address the discrepancies between FDA medwatch form 3500a and gudid.

Event description:
It was reported that the patient experienced intense pain with the bhs device. The patient stated she felt throbbing across thumb and all fingers before the knuckle after 5 minutes of wearing the device. The patient states the pain level at a 10 out of 10, she wore device 10 hrs. The patient only contacted the sales representative and not the doctor. The sales representative advised the patent to stop using the device. The sales representative will contact the doctor and is considering switching from a bhs to an orthopak. No additional information has been provided at this time. The bhs was not returned for evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the patient experienced intense pain with the bhs device. The patient stated she felt throbbing across thumb and all fingers before the knuckle after 5 minutes of wearing the device. The patient states the pain level at a 10 out of 10, she wore device 10 hrs. The patient only contacted the sales representative and not the doctor. The sales representative advised the patent to stop using the device. The sales representative will contact the doctor and is considering switching from a bhs to an orthopak. No additional information has been provided at this time.